Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's sensors had adhesion issues. The mother also stated her son was getting different readings for his sensor glucose and blood glucose. No additional information provided.